Manufacturer narrative:
Updating device problem code grid. Complaint evaluation: the field service engineer (fse) evaluated the device and found it needs a therapy pca. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the therapy pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has a defibrillation error. There was no patient involvement.